Event description:
The customer reported on (B)(6) 2013 at 9:17 pm he activated a new pod and his blood glucose, carbohydrate intake and insulin history is as follows. At 9:32 am he deactivated the pod and noticed wetness around the site. He stated the cannula looked like as if it never inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula never inserted into the infusion site. This condition would interrupt insulin delivery and contributed to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.